Event description:
On (B) (6) 2008, the pt reported that she pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. This resulted in a small amount of insulin spilling into the cartridge compartment of the infusion device. The pt was instructed how to remove the plunger from the piston rod but she was unable to do so. She was sent a plunger removal tool and she switched to her backup infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.